Event description:
The customer reported that the alarm has power but the nurse call outlet is damaged. When the nurse call cable is attached and pressure is off the pad, the alarm tone will not sound at the nurses station. The customer tested a different working alarm with the same cable and it worked fine. There was no other damage on the alarm reported. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4) - alarm, failure to. The product has been requested to be returned, but has not been received. (B)(4).